Event description:
"Faulty dual lumen uvc found during line placement. Infant to receive a dual lumen uvc, app was unable to flush heparinized saline through blue (secondary) lumen. New catheter utilized successfully. Faulty catheter left in custody of apsm. Available information: mfg: covidien. Product: argyle polyurethane umbilical vessel catheter. Dual lumen, 5fr x 9-8/10" (25cm), reference#: 8888160556, lot#: 2305800141." Manufacturer response for dual lumen uvc , argyle polyurethane umbilical vessel catheter, dual lumen uvc , argyle polyurethane umbilical vessel catheter (per site reporter), notified medline [redacted date].